Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17303507l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under p030031/s053. Concomitant products: carto 3 system; model #: unknown; serial #: unknown. Lasso catheter; model #: unknown; lot #: unknown. Methods: no testing methods performed - (B)(4). Results: no results available since no evaluation performed - (B)(4). Conclusion: device not returned - (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a redo ablation procedure for atrial fibrillation (afib) with a smart touch bidirectional sf catheter and suffered a left atrium cardiac tamponade requiring pericardiocentesis. The transseptal puncture was performed with a st. Jude medical brk xs series transseptal needle (g407208). Sheath used was a st. Jude medical swartz lamp 45 8.5 french (407362). During the ablation phase, a tamponade was noticed. A pericardiocentesis yielded 250cc. The patient required extended hospitalization for two extra days for observation. The patient fully recovered with no residual effects. Generator parameters included: power control mode at 20 watts (not titrated) with temperature of 34 degrees celsius and impedance of 120 ohms. Overall ablation time at the site of injury was 20 minutes. The last ablation cycle time at the site of injury was 120 seconds. The irrigated catheter flow was set at 8ml/min. No error messages were observed on the biosense webster equipment during the procedure. The patient received anticoagulant during the procedure with activated clotting times maintained above 350 seconds. There were no factors cited that may have contributed to the adverse event. The physician's opinion regarding the cause of the adverse event is that it was not related to any biosense webster equipment. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.